Manufacturer narrative:
Per good faith effort (gfe), it was confirmed that the customer checked the internal tubing integrity then ran calibration check and pvt for validation per tech support recommendation. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device had an error code "1009" pressure regulation high message. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device. No medical intervention provided to the patient, nor a delay was noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer stated that the event log showed code "1210" alarm message: high tidal volume logging for a 2-hour period along with some proximal pressure line disconnect alarms. The log also shows that after the 1009 vent inop, the vent was powered off then back on and the 1210 codes continued until the vent was swapped. The rse reviewed the service manual with the customer and suggested the repair for the 1009. The rse advised the customer to make sure the machine and proximal lines were not crossed and to perform a full performance verification test (pvt) and address any issues before placing into service. This investigation is ongoing.